Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was having issues with reservoir. Customer stated they made an attempt to prime and device had a pump failure alarm. Customer changed reservoir and infusion set and device continued alarming. The alarm occurred during manual prime. The customer will have the device replaced. The customer's blood glucose was unknown.